Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the generator lights were flashing and the device would not pull the tissue in as it cut. From the start of the procedure, the blade was not rotating well. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.